Event description:
It was reported that quattro x suture anchor 5.5mm inserter broke inside the patient. The tip of the inserter with the implant were left in the patient.

Manufacturer narrative:
Ref: (B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed.based on the evaluation and description of the complaint, the failure is most likely a result of the implant being deployed in very hard bone. For very hard bone the IFU (70055) states: ¿for cm-9255 if the bone quality is very hard it is recommended that the (cm-9202) quattro x 6.5mm tap be used.". Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to a user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that quattro x suture anchor 5.5 mm inserter broke inside the patient. The tip of the inserter with the implant were left in the patient.